Event description:
On march 11, 2025, irhythm became aware of a medwatch report (mw5167189), which stated that the patient exhibited signs of skin irritation allegedly caused by the zio monitor. The patient experienced severe blistering, itching, and burning on the skin where the adhesive was applied. The monitor was worn following the guidance of the patient's cardiologist with the intention of wearing it for 14 days. The patient's skin began experiencing itching, which progressively worsened, developing into a sore, bruise-like feeling beneath the monitor. The patient inquired with their provider about removing the monitor and were given approval to do so. Upon removal, raised, blistered skin was revealed underneath, emanating heat and redness from the points of irritation. Severe itching and burning have persisted, and the individual is currently attempting self-treatment with witch hazel cleanser, anti-itch cream, and antihistamines, though the results have been slow. No further details were provided.

Manufacturer narrative:
Since no serial number was provided for the subject device, no further investigation can be performed. It is unknown whether the patient has sensitive skin or a history of reaction to adhesive. Irhythm was unable to follow up with the patient as no contact information was provided; therefore, no additional information is available. Skin irritation is a known inherent risk of the device. The device manual warnings section read as follows: do not use the zio monitor on patients with known allergic reaction to adhesives or hydrogels or with family history of adhesive skin allergies. If allergic symptoms, severe skin irritation, or signs of skin infection develop, remove the device from the patient¿s chest and discontinue wear. Reaction to adhesives may include severe redness and itching, hives, and blisters. Contact your healthcare provider and customer care to report the reaction. This event is being reported per 21cfr803 as a serious injury. This report does not constitute an admission by rhythm that the product described in this report has any defects, or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting.